Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4).

Event description:
It was reported that the patient began hearing a three tone alarm on (B)(6) 2014. Telemetry had not yet been performed. The patient was ¿not feeling okay¿. The patient felt weak and hot, but had no fever. The device system was used to deliver morphine. It was later reported that a motor stall occurred. The stall recovered after more than 2 hours. It was also indicated that multiple motor stalls occurred. The patient experienced underdose symptoms of pain, fatigue, nausea and a headache. The patient was in withdrawal from cessation of therapy. Hospitalization was required. A pump replacement was scheduled for (B)(6) 2014. The patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver clonidine and morphine. It was later reported that the patient did not have an MRI or other exposure to electromagnetic interference (emi). The pump was replaced and reporter assumed that everything was working smoothly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.